Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patches. The patient's daughter reported the irritation was red and bleeding in some spots. There was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown.